Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic converter was replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).

Event description:
A customer reported an event of an "oil smell" (odor) emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue, and system risk analysis (sra). Trending analysis of the odor/smells issue was reviewed from april 2017 to october 2017 and trending was not exceeded. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was not returned for further evaluation. The assignable cause of the odor/smells was the catalytic converter. The field service engineer replaced the part and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.